Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead connected to this pacemaker required revision within a week of initial implant. Reportedly, the lead was not able to capture the tissue and the patient experienced asystole greater than two seconds. The patient was hospitalized and required intubation and cardiopulmonary resuscitation. The rv lead was revised. The pacemaker and rv lead remain in service. No additional adverse patient effects were reported.